Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the mixing motor on a fresenius dry acid mixer shorted and sparks were observed coming from it. The biomed confirmed the reported event during follow-up and provided additional information. The biomed suspects that the mixing motor was damaged when granuflo (citrasate dry acid concentrate) somehow splashed onto it. A metallic burning smell was observed. There was no smoke, flame, arcing, or other visible indication of thermal damage observed. The mixing motor, fill valve assembly, and wiring harness were replaced. The dry acid mixer then could not fill in any cycle or mode. The biomed stated that the mixer needed to be filled manually in order to progress though cycles. The biomed believed that the damage to the mixing motor caused the reported filling issue. The solenoid valve, circuit board, cpu, and wire connection between the solenoid valve and the circuit board were replaced to resolve the fill issue. The machine was returned to service. The biomed also noted upon replacement that the solenoid valve appeared indented as if it were melted. The dry acid mixer is approximately one year old and all parts were original to the machine. The machine is plugged into its own hospital-grade ground-fault circuit interrupter (gfci) outlet. No parts are available to be returned to the manufacturer for physical evaluation. There was no patient involvement nor personal harm to anyone as a result of the thermal damage or effects of it.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Objective evidence was found during the complaint investigation indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the mixing motor on a fresenius dry acid mixer shorted and sparks were observed coming from it. The biomed confirmed the reported event during follow-up and provided additional information. The biomed suspects that the mixing motor was damaged when granuflo (citrasate dry acid concentrate) somehow splashed onto it. A metallic burning smell was observed. There was no smoke, flame, arcing, or other visible indication of thermal damage observed. The mixing motor, fill valve assembly, and wiring harness were replaced. The dry acid mixer then could not fill in any cycle or mode. The biomed stated that the mixer needed to be filled manually in order to progress though cycles. The biomed believed that the damage to the mixing motor caused the reported filling issue. The solenoid valve, circuit board, cpu, and wire connection between the solenoid valve and the circuit board were replaced to resolve the fill issue. The machine was returned to service. The biomed also noted upon replacement that the solenoid valve appeared indented as if it were melted. The dry acid mixer is approximately one year old and all parts were original to the machine. The machine is plugged into its own hospital-grade ground-fault circuit interrupter (gfci) outlet. No parts are available to be returned to the manufacturer for physical evaluation. There was no patient involvement nor personal harm to anyone as a result of the thermal damage or effects of it.